Event description:
It was reported that there was a broken external antenna. The patient noticed on the night prior to the report that the wires on the recharger antenna were exposed and that the rubber part on the recharger antenna was damaged. A medical/therapy problem associated with the small part was reported. It was noted that the patient felt shocks when charging and that the shocking started two days prior to the report. It was noted that the patient did not feel shocking at the time of the report. It was further confirmed that the patient did not really get shocked and just got the same stimulation like she always did. No out of box failure was reported. No patient harm was reported. It was further reported that the patient received a new recharger but was still complaining about shocking/tingling sensation. The shocking was from the implanted device and was felt in the spine area. The patient had an appointment scheduled for (B)(6) 2015 with the health care professional to have the device checked. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 39286-65, serial# (B)(4)implanted: (B)(4) 2012, product type: lead. (B)(4).